Event description:
During the procedure the occlusion balloon did not deflate when required during the procedure. The physician prepped the device for the procedure and had difficulty deflating the occlusion balloon. The physician changed the mix of contrast and saline and used the device for the case. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 4mm to occlude the vessel. The physician inserted the stent delivery system and successfully placed the stent. The physician inserted the aspiration catheter and successfully aspirated the vessel. The physician attempted to deflate the occlusion balloon and the occlusion balloon would not respond. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and the occlusion balloon responded and deflated. The patient is reported to be fine.